Event description:
"S/p b subgl infra dc gels ( ? Size) for augmentation. C/o immediate firmness with recent pain. Denies h/o trauma or decreased size. If anything, breasts are larger. Arthralgias/myalgias, numbness, chronic fatigue, sleep disturb, reoccurring infections inc uri's, uti's, yeast, sinusitis, costochondritis, c/o ha's, memory loss, dry mucus membranes, hair loss, rashes, sob, chest pains, choking sens, wgt gain, elevated triglycerides, constipation, bowel disturb, and abd pain."